Manufacturer narrative:
The parts are on back order and the customer cancelled the service call. No further service information was provided.

Event description:
The customer reported that the system displayed a power motor relay error message outside of a case. No patient injury was reported.